Manufacturer narrative:
(B)(4). A follow up report will be submitted after phillips obtains more information concerning this event.

Event description:
The customer reported that this defibrillator failed during use of the patient. The involved patient died. The relationship between the device and the patient outcome is not yet known.